Event description:
Customer reports the following: "biomed reported tubing not recognized. Am trying to get further info about issue as well as if happened during active infusion. No patient harm." Preliminary review of the device logs indicate that this is a sensor hardware failure (set ID sensor). This did not stop an active infusion. Reporting due to the referenced technical issue. No adverse event was reported. More information is needed to complete the investigation.

Event description:
Potential set ID failure. The pump was tested using the final acceptance testing qualifications. During testing, there were no failure messages present and the pump was able to complete testing. The pump was disassembled, and an inspection of the set ID was performed. All connections were checked and there were no signs of any fluid ingress. The pump was re-assembled after the internal inspection was completed. The pump was reverted to manufacturing mode and a front housing test was performed. The pump was able to pass this testing with no signs of fault. The pump was put into clinical mode and another round of testing was performed. Final acceptance testing yielded another passing result.